Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's left (os) eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim # (B)(4).